Event description:
The customer reported that the insulin pump has intermittent insulin flow blocked alarms. The customer also stated that bolus doses can only be taken in small amounts. The insulin passed the displacement test. The customer was advised to try a different infusion set type and was explained that the alarm could be caused by site related issues. Blood glucose value was 3.4 mmol/l.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.